Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with infusion set was leaking at the tubing connected to the site. The issue was occurred (B)(6) 2024. The infusion set was used less than 24 hours. The blood glucose level was monitored with no specific value. The patient replaced the infusion set and resumed on insulin successfully. No further information available.

Manufacturer narrative:
MDR 8021545-2024-00337 - device 5 of 6.